Manufacturer narrative:
The reagent lot number is 82721103, with an expiration date of 30-apr-2026. The field service engineer (fse) inspected the analyzer and found the qcs out of range, with the measuring cells dirty and due for replacement. He replaced the cells and performed general maintenance. They reran the patient sample and obtained a valid result. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys troponin t hs stat result from one patient sample tested on the cobas e 411 analyzer (rack system). The initial result was 22.9 ng/l (0.0229 ng/ml). The repeat result was 7.1 ng/ml (0.0071 ng/ml). The initial result was deemed pathological, prompting the patient sample to be rerun.